Manufacturer narrative:
Date sent: 5/7/08. Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. During the continuity test, an outgoing message was displayed: "failure between pin 2/jack 1 and pin 1." The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure that an error code sounded. No error code given. Another like device was used. There was no patient consequence.